Event description:
It was reported that when t1 was deployed, the deployment knob was pressed to deploy t2, it had no resistance and t2 fell into the joint. The surgeon took care not to bend the needle during deployment. T1 remained in the patient. T2 was removed. No patient injury was reported.

Manufacturer narrative:
The device is in fair condition. T1, t2 and suture were not returned. The complaint indicated that t2 was removed from the joint. The complaint reported: ¿t2 pre deployment¿. The delivery needle is bent nearly flat and is slightly twisted. There is not a full reversed curve to the delivery needle tip. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Functional test indicates that the system cycles and actuates as intended. No mechanical issue was found with the device returned. No further investigation is warranted.